Manufacturer narrative:
No unexpected excessive no delivery alarms or motor error alarms noted during testing. The insulin pump passed displacement test and basic occlusion test. The insulin pump had an intermittent motor error alarms during rewind due to moisture damage on motor home switch. The insulin pump had a cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error during prime. It was also stated that the customer received 5 no delivery alarms. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value is 378 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.